Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an inaccurate delivery of insulin. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/24/2015 with the following findings: the pump's black box showed an unexplained pump reboot event on 05/06/2015 at 18:16. The next basal delivery was on 05/08/2015 at 01:01. A manual time change was made on 05/08/2015 from 01:01 to 13:01 and a pump reboot event then followed. Deliveries never resumed. The daily insulin delivery totals correctly reflected user's programmed basal rates. The pump passed a delivery accuracy test and found to be delivering within the required range. No alarms or errors occurred during a 24 hour duration testing. The alleged issue could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.